Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195 - heart valves}; implant date {n/a}; explant date {n/a} medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve procedure, a 26 millimeter (mm) valve implant was first attempted. This attempt was aborted due to patient anatomy, low resolution computed tomography (CT), and potential under sizing of the valve. The physician then opted to attempt implanting a 29 mm valve. The valve was implanted in that it was positioned 3 mm from the non-coronary cusp (ncc) and 6 mm from the left coronary cusp (lcc). After release from the delivery catheter system (dcs), the valve dislodged in that it positioned 15 mm from the ncc and 15 mm from the lcc. Subsequently, substantial paravalvular leak (pvl) was noted and the physician decided to attempt implanting a second 29 mm valve in the previously dislodged valve. The second valve was successfully implanted valve-in-valve without dislodge, and resolved the pvl. Per the physician, patient anatomy contributed to the valve dislodge.

Event description:
Additional information was received that a medtronic guidewire was used for the valve implant. Additionally, the deployment starting point of the dislodged valve was the bottom of the pigtail catheter.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.